Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the balloon ruptured during second inflation.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descendig artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the balloon rupturedu during second inflation.